Manufacturer narrative:
The devices associated with this report were not returned. Depuy (B)(4) reviewed the device history records for the insert and head and found no related manufacturing deviations or related anomalies. Review of the device history records for the cup found no manufacturing deviations or anomalies. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address loosening of the acetabular cup. Update: (B)(6) 2011 - litigation papers were received. They allege that implant caused large amounts of cobalt-chromium metal ions and particles released into patients body. They also mention severe pain, inflammation, grinding, and popping in the left hip. Complaint was reopened to add insert and head, as well as product codes and lot numbers.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 10/10/2016 pfs received. After review of the pfs for MDR reportability, the pfs reports that the patient had discomfort and difficulty walking. The stem is reported on (B)(4) for the alleged elevated metal ion levels.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
There was an allegation but it was previously reported on legacy. Stem was being transferred from (B)(4) due to previously alleged large amounts of cobalt-chromium metal ions. Added apex hole eliminator because the cup was remove in the legacy. Added revision hospital, surgeon and lawyer in the associated contact. Doi: (B)(6) 2009; dor: (B)(6) 2011; (left hip).